Event description:
It was reported that the patient deceased from pericardial effusion. There is no known allegation from a health care professional that suggests that the death was specifically caused by this lead. No further information is known.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.